Manufacturer narrative:
Additional testing performed confirmed the anode fracture had evidence of overload regions, which likely occurred along with the stretching during the lead explant.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual observation confirmed the lead was returned in two segments, severed at 95 mm from the terminal pin. The extraction stylet was stuck in the lead. Conductor coils were stretched from 561-630 mm from the terminal pin. Dried body fluid was entwined in the helix housing. Melted insulation from cautery was observed in multiple locations. Resistance testing was then performed to assess the lead's electrical continuity. Measurements throughout these tests were not in normal limits. An x-ray revealed the anode conductor coil was fractured at 599 mm. Laboratory analysis was unable to confirm the no capture allegation, however the insulation damage was confirmed by analysis.

Manufacturer narrative:
This lead was returned and is currently in analysis. When analysis is complete, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead was not capturing at high outputs. Upon explanting the lead, the physician noted an insulation issue. No adverse patient effects were reported.